Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion, opening curved on radius and delamination valve. Leak test and microscopic analysis was performed which identified: delamination of the valve and opening crease sharp on radius. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure) a opening crease smooth on radius assessed as fold flaw opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.